Event description:
After placement into the patient, there was a temp error involving the ablation catheter. The catheter was removed and replaced with no harm to the patient.clinical site communicates directly with the manufacturer rep regarding returns and event details.